Event description:
It was reported that one device was used during a "ing" hernia. It was reported by the affiliate that there were no staples in the ems instrument. There was no consequence to the pt.